Manufacturer narrative:
Background information: quick-release wheels are equipped with a pin (pn 330027) that holds the travel wheel in place. User requirements stipulated that a quick-release wheel option was available for users on these chairs. The qr wheel function has had the risk lowered as far as possible, while retaining the benefit of having a qr wheel function. The chair, at the time of the complaint was 4 years and 4 months of age. Discussion: dealer technician reported that end user fell out of the wheelchair when the quick-release wheel mechanism was "too short to catch wheel." In (B)(6) 2017, the dealer ordered new wheels for this wheelchair (no report of why new wheels were needed). The wheels needed for this product were the lite spoke wheels, however, the regular spoke wheels where shipped by mistake. Therefore, the qr pin was the wrong length for the wheels shipped. Two months after shipping the regular spoke wheels, the incident is reported. There is no report of why the dealer did not test the qr pin before releasing the product to the end user to ensure form, fit, and function were unaffected by the installation of the new wheels. Wrong parts that lead to serious injury or death or have the potential for leading to serious injury or death are reported as a malfunction. The specific malfunction is specific to the actual part itself (see following paragraph for additional information regarding specific case). The reported complaint is being filed because a wrong part has led to a serious injury or death or has the potential to lead to serious injury or death if the malfunction were to recur. The wrong part was either due to order entry error or assembly error. Conclusion: due to wrong part shipped / wrong part installed, this is an error due to assembly or order entry. This malfunction led to a fall which has a potential for serious injury. Therefore, this incident meets the requirements of a reportable event. Additional information: this complaint has been re-reviewed as a part of a four-year retrospective review and remediation effort based on enhancements made to the company's complaint handling and adverse event reporting processes. A legal consulting firm was consulted for the retrospective review. This MDR is being filed based on the outcome of that retrospective review.

Event description:
Dealer technician reported that end user fell out of the wheelchair when the quick-release wheel mechanism was "too short to catch wheel." In august, the dealer ordered new wheels for this wheelchair (no report of why new wheels were needed). The wheels needed for this product were the lite spoke wheels, however, the regular spoke wheels where shipped by mistake. Therefore, the qr pin was the wrong length for the wheels shipped. Two months after shipping wheels, the incident is reported. No injury reported. Due to fall, this has a potential for being a serious injury, were the issue to repeat. Therefore, this MDR is being filed.